Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned in two pieces as result of a break in the hypotube 273m distal to the strain relief. Several kinks were noted along the length of the hypotube. The struts on the first row on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, difficulty crossing the lesion occurred. Vascular access was obtained via left femoral artery. The 85% stenosed target lesion was a de novo, eccentric lesion located in the mildly tortuous and moderately calcified left circumflex artery, with a length of 24mm and diameter of 2.5mm. After pre-dilation using an unknown balloon catheter, a 12mm x 3.00mm taxus liberté stent delivery system was advanced to the lesion, however, significant resistance was encountered and the device was unable to cross the lesion. The procedure was completed with a different device and no patient complications were reported. The patient' status was stable. However, device analysis revealed a hypotube break and stent damage.